Manufacturer narrative:
(B)(4). Explanted in (B)(6) 2018. Concomitant medical products - continuum tm shell clust, hxpe liner, trilogy bone screw, trilogy bone screw, trilogy bone screw, biolox delta head. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's femur fractured during surgery. Attempts have been made and additional information on the reported event is unavailable.

Event description:
It was reported that the patient's femur fractured during surgery. The patient was said to have poor bone quality and the surgeon had trouble implanting the acetabular component as the acetabulum could not hold the component. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. It is alleged that the patient had poor bone quality; however without medical records were not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.